Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having heart valve and coronary artery bypass graft (CABG) surgery. During the surgery, the right atrial (ra) lead was dislodged while working on the patient. The patient was scheduled for rv lead removal and lead was replaced. No patient complications have been reported as a result of this event.